Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple safety reset complete alarms. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed multiple safety reset complete alarms. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an error message (sf180) related to a battery charger fault. The device was returned to the customer unrepaired due to customer declined service. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the multiple safety reset complete alarms were due to a software issue while the sf180 was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).